Manufacturer narrative:
The product was discarded. This is one of two related reports. This report represents the impella rp flex and another report was submitted to represent the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella rp flex device was inserted via the right femoral venous approach in a 51-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock, with the pre-support clinical condition consistent with society for cardiovascular angiography and interventions (scai) stage a. Prior to impella rp flex placement, an impella cp device had been inserted via the left femoral artery for initial hemodynamic support. During ongoing support, blood-tinged urine was noted. A stat echocardiogram demonstrated the impella cp inlet approximately 5.8 cm from the aortic valve, and the device was repositioned from 98 cm to 92 cm. Following repositioning, waveforms improved and all suction alarms resolved, with no recurrence of suction events. Laboratory evaluation demonstrated an increase in lactate dehydrogenase from 1814 u/l to 1858 u/l and a haptoglobin level of 11 mg/dl, without a significant decrease in hemoglobin, hematocrit, or platelet count. During ongoing impella rp flex support, a ¿placement signal not reliable¿ alarm was observed on the automated impella controller, with loss of pulmonary artery waveform and absence of displayed impella flow. Motor current, purge flow, and purge pressure remained unchanged. The external connection was assessed and confirmed to be secure, with no reported patient movement or device repositioning prior to the onset of the alarm. Customer support center was consulted and indicated the findings were most consistent with a potential sensor-related issue. A chest x-ray confirmed no change in impella rp flex position compared to initial placement. The clinical team elected to continue monitoring the patient while maintaining current support settings, with device performance at p-6 and flows of approximately 2.4 l/min. The purge solution consisted of dextrose five percent in water with twenty-five milliequivalents per liter of sodium bicarbonate. The patient was successfully weaned from impella rp flex support and survived to device explant.